Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and observe particle contamination on bottom enclosure, top enclosure, and on rear panel during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event congenital anomaly/birth defect, brand name was reported as dreamstation bipap auto, it was reported common device name as ventilator, non-continuous(respirator) and product code was reported as bzd and PMA/ 510(k) number was reported as k131982 . After review, it was determined no congenital anomaly/birth defect was reported ,this was incorrectly marked in outcomes attributed to adverse event, brand name was mistakenly reported as dreamstation bipap auto., incorrectly reported common device name as ventilator,non-continuous(respirator) and product code was incorrectly reported as bzd and incorrectly, PMA/ 510(k) number was reported as k131982. The report should have been sent for product problem only in adverse event or product problem. Brand name was taken as dreamstation bipap autosv . Device name was taken as ventilator, continuous, non-life-supporting . And product code was taken as mns. Address was updated. PMA/ 510(k) number was taken as k090539. 'Evaluation summary attached' was un marked in device evaluated by MFR.